Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Coming apart. In pieces/shredding - tampon [device breakage]. Case narrative: consumer reported via e-mail that tampon was coming apart in pieces. No injury was reported.